Event description:
A customer reported that their pump battery readings were fluctuating unpredictably, moving rapidly from 80% to 10%, causing them to lose trust in the pump's reliability. There was no reported impact to the customer¿s blood glucose level. No additional troubleshooting was requested following the report.